Manufacturer narrative:
This case was initially received via regulatory authority (asnm, reference number: (B)(4) on 31-oct-2019. The most recent information was received on 07-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. C40055) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("excessive fatigue"), pain in extremity ("arm and leg pain"), amnesia ("memory loss"), muscular weakness ("loss of strength in arms"), paraesthesia ("needles and pins in arms"), adhesion ("adhesions"), rheumatic disorder ("rheumatic pain") and procedural pain ("pain after surgery"). The patient was treated with physical therapy and surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain had not resolved and the fatigue, pain in extremity, amnesia, muscular weakness, paraesthesia, rheumatic disorder and procedural pain outcome was unknown. The reporter provided no causality assessment for adhesion, amnesia, back pain, fatigue, muscular weakness, pain in extremity, paraesthesia, procedural pain and rheumatic disorder with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-nov-2019 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 726 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (asnm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. C40055) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("excessive fatigue"), pain in extremity ("arm and leg pain"), amnesia ("memory loss"), asthenia ("loss of strength in arms"), paraesthesia ("needles and pins in arms"), adhesion ("adhesions"), rheumatic disorder ("rheumatic pain") and procedural pain ("pain after surgery"). The patient was treated with physical therapy and surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain had not resolved and the fatigue, pain in extremity, amnesia, asthenia, paraesthesia, rheumatic disorder and procedural pain outcome was unknown. The reporter provided no causality assessment for adhesion, amnesia, asthenia, back pain, fatigue, pain in extremity, paraesthesia, procedural pain and rheumatic disorder with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.